Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Corrected data: correct product code is kro.

Event description:
It was reported a patient underwent a left total knee arthroplasty on (B)(6) 2011 utilizing an orthopedic salvage system. Subsequently, the patient required leg lengthening and underwent a revision procedure on (B)(6) 2014.

Event description:
It was reported that patient underwent a left hip arthroplasty on an unknown date implanting an orthopedic salvage system. Subsequently, a revision has been indicated due to the implant needing to be lengthened; however, no revision has been reported to date.